Event description:
While loading samples into a sector, the instrument locked up without any error flags. Customer was forced to reboot the instrument. After reboot, samples were reloaded (possibly in different sectors) and 2 pt results were switched. Pt a was a child with a sample for chem 7 panel and pt b was an adult with a sample for a cardiac panel. After the reboot, the cardiac panel results was reported as pt a and the chem 7 was reported as pt b. Pt a was discharged prior to a redraw. It is unknown if the pt b's treatment was affected based on the results mismatch. Corrected reports were filed at the customer's location.